Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, bubbled downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, and missing battery separator. The event history log showed no evidence. Functional testing was able to replicate the reported issue; ¿cassette not attached properly, reattach cassette¿ was alarming when the cassette was attached properly. The root cause was determined to be a contaminated dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette read error. The fault occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.